Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased threshold and impedance measurements. Additionally, noise was noted which resulted in oversensing and was reproducible on the shocking channel during isometrics. A revision procedure was performed and this lead and the associated device were explanted and replaced without further incident. No adverse patient effects were reported.

Event description:
-----

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. A terminal end segment and a tip segment were returned. Some portions of the lead conductors may not have been returned. Microscopic visual inspection noted that all filars appear to be cut and the damage most likely occurred as a result of the explant procedure. Final analysis could not confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned and is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.